Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing which included bench handling, power cycling, and functional testing with the returned battery installed without duplicating the malfunction. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. It's important to note that during our investigation, the battery connector pins were found to be loose. However, we were unable to make a connection with the reported shutdown. The battery pins were tightened. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.